Event description:
It was reported that the nominal rate response of an implantable defibrillator (ICD) was too aggressive and that the rate response programming was changed. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.